Event description:
It was reported that the patient has never had therapeutic effect. Since the implant, the therapy worked for a week. Then it would either be too high and the patient would feel dizzy/nauseous or it would be too low and would not work for the patient. The health care provider (hcp) has tried higher and lower doses. The patient was getting refilled every 3 months but was told it would be 7 months. The pump was infusing fentanyl. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).